Manufacturer narrative:
The catheter fell out a few hours after a route catheter change. Upon inspection, the balloon was found to be deflated and had a split the full length of the balloon. A new catheter was inserted without further incident. No patient injury was reported. The sample was not retained for evaluation and the lot number is not known. A root cause has not been determined.

Event description:
After it was inserted, the balloon ruptured and the catheter fell out. The catheter was subsequently replaced.